Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/09/2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 255 mg/dl, with extreme drowsiness, polydipsia, and symptoms of dehydration, associated with an alleged power issue. Reportedly, the patient remained on the pump, and was treated in their physician¿s office by their healthcare provider with insulin via injection. During troubleshooting with customer technical support, it was revealed there was no power to the pump, with a cracked battery compartment and cap, and a visible yellow o-ring. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.